Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported a catheter kinking. The kinking is happening at the insertion site, but within the patient. It was stated the kinked catheter was discarded.